Event description:
The sales representative reported a hip revision surgery due to the taper lock of neck to stem failing. During the surgery the surgeon removed an omni femoral stem, femoral head and femoral neck.

Manufacturer narrative:
Evaluation summary to support. The implant was returned and a physical examination was performed. The investigation of the device confirmed the experience in the field of a failure of the taper lock between the stem and the neck. Additionally a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. This product is obsolete and is no longer sold.